Event description:
Consumer complaint of low blood results. Strips are in date. Verified customer is using proper testing technique. Customer ran a back to back blood test: 103 mg/dl and 109 mg/dl. The customer ate about 5 hours ago. The patient feels fine. Customer stated that her expected blood glucose range is 167-200 mg/dl, before eating. Customer ran a blood test in the morning and received a 107 mg/dl, before eating. Reviewed last five results from memory: the time is not set, 107 mg/dl, 2-1, 8:50 am, 5 hours after eating; 98 mg/dl, 2-1, 1:25 am, 4.5 after eating; 56 mg/dl, 1-31, 8:05 am, 6 hours after eating; 84 mg/dl, 1-31, 2:05 pm, 4 hours after eating; 81 mg/dl, 1-31, 5:20 am, before eating. Customer is concerned over differences in her results. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction. User had an inaccurate reference.